Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported stretched coils and the reported detachment were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that while shaping the tip with an unspecified guide wire introducer inadvertent mishandling resulted in the reported stretched/noted offset coil damage, the noted core bend and ribbon bends and ultimately resulted in the reported core detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 014 hi-torque (ht) balance middleweight (bmw) hydro guide wire was selected for the procedure. While shaping the tip with an unspecified guide wire introducer, the physician observed that the coils 2 to 3 cm away from tip appeared to be damaged [stretched]. The guide wire was not used in the procedure. A second 014 ht bmw hydro guide wire was selected and while shaping the tip with the guide wire introducer, the physician observed that the coils 2 to 3 cm away from tip appeared to be damaged [stretched]. The guide wire was not used in the procedure. A new bmw guide wire was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure or therapy. Returned device analysis of the 2nd bmw guide wire noted that the core was separated at the distal end of the hypotube. Follow-up with the account confirmed that the separation occurred after the guide wire was removed from the dispenser coil. There was no patient involvement. No additional information provided.